Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular (lv) lead of this cardiac resynchronization therapy defibrillator (crt-d) system exhibited loss of capture (loc). Technical services (ts) reviewed troubleshooting options. This crt-d system remains in service. No adverse patient effects were reported.